Event description:
The ge oec 9800 fluoroscopy system displayed a precharge error message. The system would not boot completely.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective battery pack that was removed and replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.